Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy and recorded an untreated episode due to t and p wave oversensing after the smart pass feature was disable due to low amplitude. The technical services (ts) reviewed the data and indicated that the amplitude was significantly reduced in the past year and suspected that the patient may have developed a different conduction pattern. The ts discussed troubleshooting options and recommended to reprogram the device. Then, the signal artifact monitor (sam) was disable again leading into t and p waves oversensing. After a few months later, the patient had a thoracotomy at another hospital and the placement of the original implant looked different in the new performed x rays. Furthermore, the smart pass was deactivated again due to t wave oversensing. Technical services (ts) mentioned that the x-ray showed adipose tissue underneath this electrode and the s-ICD, and that there is an option to improve the system placement based on ast results. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy and recorded an untreated episode due to t and p wave oversensing after the smart pass feature was disable due to low amplitude. The technical services (ts) reviewed the data and indicated that the amplitude was significantly reduced in the past year and suspected that the patient may have developed a different conduction pattern. The ts discussed troubleshooting options and recommended to reprogram the device. Then, the signal artifact monitor (sam) was disable again leading into t and p waves oversensing. After a few months later, the patient had a thoracotomy at another hospital and the placement of the original implant looked different in the new performed x rays. Furthermore, the smart pass was deactivated again due to t wave oversensing. Technical services (ts) mentioned that the x-ray showed adipose tissue underneath this electrode and the s-ICD, and that there is an option to improve the system placement based on ast results. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy and recorded an untreated episode due to t and p wave oversensing after the smart pass feature was disable due to low amplitude. The technical services (ts) reviewed the data and indicated that the amplitude was significantly reduced in the past year and suspected that the patient may have developed a different conduction pattern. The ts discussed troubleshooting options and recommended to reprogram the device. Then, the signal artifact monitor (sam) was disable again leading into t and p waves oversensing. After a few months later, the patient had a thoracotomy at another hospital and the placement of the original implant looked different in the new performed x rays. Furthermore, the smart pass was deactivated again due to t wave oversensing. Technical services (ts) mentioned that the x-ray showed adipose tissue underneath this electrode and the s-ICD, and that there is an option to improve the system placement based on ast results. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concluded that the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). Risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy and recorded an untreated episode due to t and p wave oversensing after the smart pass feature was disable due to low amplitude. The technical services (ts) reviewed the data and indicated that the amplitude was significantly reduced in the past year and suspected that the patient may have developed a different conduction pattern. The ts discussed troubleshooting options and recommended to reprogram the device. Then, the signal artifact monitor (sam) was disable again leading into t and p waves oversensing. After a few months later, the patient had a thoracotomy at another hospital and the placement of the original implant looked different in the new performed x rays. Furthermore, the smart pass was deactivated again due to t wave oversensing. Technical services (ts) mentioned that the x-ray showed adipose tissue underneath this electrode and the s-ICD, and that there is an option to improve the system placement based on ast results. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.